Event description:
It was reported that the patient has his artificial urinary sphincter (aus) 5.0 cm cuff removed and replaced with a 4.0 cm cuff due to urethral atrophy and recurring incontinence. It was noted that the initial cuff was in the right location, and was the right size. The patient outcome following this surgery was good.

Event description:
It was reported that the patient has his artificial urinary sphincter (aus) 5.0 cm cuff removed and replaced with a 4.0 cm cuff due to urethral atrophy and recurring incontinence. It was noted that the initial cuff was in the right location, and was the right size. The patient outcome following this surgery was good.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was found. No leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The ams 800 hazard analysis, therapeutic response altered, and urethral atrophy are included as harms, although the appropriate hazardous situation could not be identified with the limited information provided. The product record review indicated reported events do not represent an unanticipated event. Product analysis was unable to confirm the urethral atrophy and urinary incontinence issues. Impact codes added.